Event description:
The customer obtained false positive total b-hcg results on two patient samples. Negative results were obtained for the same patient samples on repeat analysis. False positive total b-hcg results may lead to initiation of treatment. There was no report of harm as a result of this event.